Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch/serial number was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a thoracic procedure that while using slr with echelon + the staples in middle of staple line did not form correctly. No consequences were reported intra op. No increase in air leak noted post op.